Manufacturer narrative:
Follow up #2 is being submitted to correct/update (product description and lot#).

Event description:
While the surgeon was performing a total hip arthroplasty using the robotic arm interactive orthopedic system (rio), the robot would not pass "cube" during the rio registration. The surgeon proceeded by completing the case manually.

Manufacturer narrative:
Device identification: the reported device was confirmed to be a j6 arm for hip with qd, p/n 207557, lot rob234. Device history review: a DHR review shows that the robot that includes this component was assembled and released to inventory on 1/23/2013. Device evaluation and results: according to gsp case (B)(4), the failure was confirmed, and was being caused by debris on the j6 encoder glass. Complaint history review: a review of complaints related to p/n 207557 on rob234 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode was confirmed by the field service engineer. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
While the surgeon was performing a total hip arthroplasty using the robotic arm interactive orthopedic system (rio), the robot would not pass "cube" during the rio registration. The surgeon proceeded by completing the case manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While the surgeon was performing a total hip arthroplasty using the robotic arm interactive orthopedic system (rio), the robot would not pass "cube" during the rio registration. The surgeon proceeded by completing the case manually.